Manufacturer narrative:
(B)(4).

Event description:
It was reported "needle breaks during insertion into patient's skin". No patient harm was reported. The device was removed in its entirety and replaced.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The complaint of needle cannula broke during use was able to be confirmed by the photos. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed with two findings. Two non-conformances were initiated for material lot 71p21b0956 in regard to "syringe/needle connection not secure". These findings are not relevant to this complaint issue. The instructions for use (IFU) provided with this kit warns the user, "precaution: do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." The customer report of needle cannula broke during use was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "needle breaks during insertion into patient's skin". No patient harm was reported. The device was removed in its entirety and replaced.